Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced an unspecified air alarm. This occurred during an unknown cycle of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was a loose connection between the supply line of an amia automated pd cycler set and the supply bag. The patient properly tightened the connections before therapy started. Renal therapy services reviewed proper procedures per the user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.